Manufacturer narrative:
(B)(4). Date sent: 2/5/2024. D4: batch # unk. Device evaluation anticipated, but not yet begun. A manufacturing record evaluation was performed for the finished ech45s, with lot/batch number a9dr1y, and no non-conformances were identified. Additional information was requested and the following was obtained: what was the total estimated blood loss (ml)? I believe they said ebl was 1600ml. What was the pre and postoperative anti-coagulant and pain management protocol? Unknown. Was the bleeding intraluminal or extraluminal? The surgeon reported that the blood was coming through the staple line from inside the aorta to the abdominal cavity. Any clips, clamps, or graspers near the area where the device was being fired? None of those were in the vicinity of the staple firing. The staple line was hemostatic after firing. The bleeding started after some significant blunt dissection in the vicinity. It is possible that tension may have been applied to the staple line during adjacent dissection and removal of the kidney. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap nephrectomy. At some point after the firings, and after some blunt dissection, a bleeding event occurred where the patients vitals became dangerously low. The area was packed with lap sponges, and the patient was resuscitated with multiple blood products. Once the patient was stable, they located the source of the bleeding at the stapled hilum of the kidney. Stated that the staple line had ruptured. They were uncertain what caused the rupture, and mentioned that it had been holding previously. The ruptured area was over sown with prolene suture, and the case was completed successfully. This did result in a 60 minute delay.

Manufacturer narrative:
(B)(4) date sent: 4/24/2024 batch # 564c73 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech45s device was returned with no apparent damage and with a gst45w reload present. The reload was received unfired. The device was tested for functionality in the straight position with a returned reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. Device history review a manufacturing record evaluation was performed for the finished device batch number 564c73, and no non-conformances were identified.